Event description:
The following info was reported: balloon loss of pressure, converted to manual compression for 15 minutes, no hematoma. The pt was not hospitalized. Stick location: common femoral artery. Vessel size: 8mm. Procedure: coronary.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the lead was a longitudinal tear on the balloon, approx 4.5mm from the balloon neck. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported that the pt have a hernia repair with lots of staples in tissue track in the vicinity of the access site. Staples at the procedural site could cause a puncture of the balloon, resulting in a loss of pressure.